Manufacturer narrative:
This report is being submitted as follow up no. 2 to update if the device was evaluated by MFR and to provide the completed investigation results. One 8fr angio-seal vip device was returned for product evaluation. The device was returned with the carrier tube assembly, hemostasis sheath, arteriotomy locator and guidewire. No aluminum polyfoil pouch or bypass tube were returned for analysis. Visual inspection revealed there was no kink or deformation was noted on the returned device. Visual inspection of the carrier tube assembly under the microscope revealed swelling of the collagen. There was no deformation noted on the anchor. No functional testing was performed due to the bypass was not returned. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, update if the device was evaluated by MFR, and to correct the phone number as it was inadvertently reported as (B)(6) when the actual phone number is (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on february 26, 2019. The procedure being performed was a cerebral vascular embolization operation. The issue was noted prior to use and the reported device was not used on the patient.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal body was damaged. The anchor was out of the main body of the device and the cable was exposed. The device could not be used so another angio-seal device was used to finish the operation. The procedure was a peripheral intravenous catheterization (pic). The patient was reported to be in stable condition. The procedure outcome was successful.